Manufacturer narrative:
Analysis of the pump, model# 8637-20 , serial# (B)(4), found high battery resistance.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 6.0 mg/ml hydromorphone at 1.8673 mg/day and 40 mcg/ml clonidine at 12.449 mcg/day via a pump implanted to treat non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2016 a terminal event, end of service, occurred. On (B)(6) 2016, the manufacturer representative got a call to see a pump patient in the hospital who was in withdrawal. The pump was read and the report showed that the elective replacement indicator occurred. Additionally, a terminal event, end of service, had occurred on (B)(6) 2016. The report showed "schedule to replace pump by (B)(6) 2016." When reviewing a telemetry report from a (B)(6) refill appointment, the report noted that there were 28 months until the elective replacement indicator would trigger. Premature battery end of service occurred. The patient was elderly and had not heard the alarm. The nurse, however, did hear the alarm. It was unknown if the withdrawal symptoms occurred suddenly or gradually. The patient was hospitalized and worked up. The pump logs were not able to be obtained. The pump was replaced on (B)(6) 2016, and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.